Manufacturer narrative:
Per (B)(6) "perform encoder base investigation" at northridge location. Serial number: (B)(6). Lot number: b1365. Software version: 3.9.0. Color: blue. Battery life remaining: < 5 months . First bond date: oct. 21, 2022, initial battery %: 86. Last bond date: may 10, 2023 , last battery %: 86. User mobile device: n/a. Testing mobile device: iphone 12 , ios: 16.5. Customer reports: screw is not moving as intended, difficult to dial/dose, and dose log inaccuracy. Per visual inspection: no physical damage to cartridge holder or inpen back shell was noted. Inpen received with missing front cap. The inpen paired to the commercial app. No issues when dialing, however, difficulty dispensing doses was noted during testing. Inpen failed baseline and wireless functionality. App logbook displayed: (B)(6). Unable to perform front cap investigation due to missing front cap. In conclusion: performed encoder bond investigation and found that the encoder pattern wheel tabs fit properly in the keyed slots of dose nut guides. However, exposure to moisture was noted around the dose nut walls. Difficult to dial/dose was confirmed due to sticky substance around dose nut walls causing difficulty dispensing doses. Dose log inaccuracy was confirmed due to moisture damage on the dose nut and encoder base. Leadscrew anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was facing an issue with the inpen screw. Customer stated that screw was not moving as intended and there is resistance when dialing the inpen. No harm requiring medical intervention was reported. Troubleshooting was performed and the intended dose amount and dose amount recorded in the inpen app were found to be different. The customer was advised to replace inpen. The customer will discontinue the usage of the inpen and will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.